Event description:
It was reported that during a da vinci-assisted mediastinal mass resection, the prograsp forceps instrument would not engage with the system. Through follow up with a certified surgical technician (cst), it was learned that after installing a back-up prograsp forceps instrument, the decision was made to convert to open after unexpected bleeding was encountered and patient anatomy did not allow the surgeon to achieve hemostasis. The conversion was not due to a da vinci product.

Manufacturer narrative:
Based on the current information provided, the cause of engagement issues or the bleeding which prompted the conversion to open is unknown. The prograsp forceps instrument returned to intuitive surgical, inc. (Isi) underwent failure analysis (fa) and fa investigation did not replicate nor confirm the customer reported complaint. The instrument passed recognition and engagement tests, moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument was fully functional, and no product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to use conditions of the product and recognition issues. A review of the system logs did not reveal any related system error(s) occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.